Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and little evidence of blood were observed. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. No other visual defects were observed. Based on the returned condition of the device the complaint was confirmed for the reported failure mode "bent wire." Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips fell off the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips fell off the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.